Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure were coming through the fallopian tube') and uterine perforation ('migration of essure device location of device: uterus/perforation (uterus)') in an adult female patient who had essure (batch no. D08063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify plantiff did not undergo this test". The patient's medical history included adenotonsillectomy. Concurrent conditions included bloating, shooting pain, anemia, adenomyosis, menorrhagia, polycystic ovaries, rheumatoid arthritis, acute upper respiratory tract infection, left lower quadrant pain, hiatal hernia, cholelithiasis and umbilical hernia repair. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain,"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and mass ("reproductive system disorder or condition type of disorder or condition: 8-9 cm mass on fallopian tube"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,unilateral oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and mass outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered dysmenorrhoea, mass, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : painful menses, pelvic pain, menorrhagia concerning the injuries reported in this case, the following ones were confirmed in patients medical records : fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: quality safety evaluation of product technical compliant. Iincident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure were coming through the fallopian tube') and uterine perforation ('migration of essure device location of device: uterus/perforation (uterus)') in an adult female patient who had essure (batch no. D08063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify plantiff did not undergo this test". The patient's medical history included adenotonsillectomy. Concurrent conditions included bloating, shooting pain, anemia, adenomyosis, menorrhagia, polycystic ovaries, rheumatoid arthritis, acute upper respiratory tract infection, left lower quadrant pain, hiatal hernia, cholelithiasis and umbilical hernia repair. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain,"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and mass ("reproductive system disorder or condition type of disorder or condition: 8-9 cm mass on fallopian tube"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,unilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and mass outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered dysmenorrhoea, mass, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : painful menses, pelvic pain, menorrhagia concerning the injuries reported in this case, the following ones were confirmed in patients medical records : fallopian tube perforation most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received. Reporter information were added. Medical history were added. Event : essure were coming through the fallopian tube were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus/perforation (uterus)') in an adult female patient who had essure (batch no. D08063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify plaintiff did not undergo this test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain,"), mass ("reproductive system disorder or condition type of disorder or condition: 8-9 cm mass on fallopian tube") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, mass and vulvovaginal pain outcome was unknown. The reporter considered dysmenorrhoea, mass, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs received reporter information, lot no was added. Case become incident injury nos replaced by new event pelvic pain female, vaginal bleeding, menorrhagia, dysmenorrhea (cramping), uterine perforation, mass nos migration of essure device location of device uterus, vaginal pain, device monitoring procedure not performed. Severity added vaginal pain, pelvic pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.